Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent an emergent repair of a symptomatic aortic dissection. The primary tear was in zone 3, extending to zone 5. The tevar indication was for aortic rupture in zone 4. A conformable gore® tag® thoracic endoprosthesis was implanted from zone 2 to zone 5. No procedural complications were reported. On pod 672, aneurysm enlargement >5mm was reported. Reason for the enlargement was not provided. No reintervention was reported to gore.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.